Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir area is broken. The customer is used celo tape to hold the reservoir together. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was reeved with broken reservoir tube lip, missing the black o ring seal from inside the reservoir tube, cracked battery tube thread, cracked display window corners, cracked case at display window corners, minor scratched display window and the missing end cap sticker.